Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge had been initially filled with 150 units of insulin. The customer did not know blood glucose level; however, there was no reported impact to the customer's blood glucose level. The customer was able to successfully add insulin to the existing cartridge and complete the load process successfully.